Event description:
This report summarizes 27 malfunctions. The information reviewed indicated that model ecp0112g allegedly experienced foreign material present in the device. This information was received from various sources. All of the reported malfunctions did not involve a patient as there was no patient contact. Age, weight, and gender were not reported for any of the patients.

Manufacturer narrative:
H10: out of the 27 reported malfunctions, 5 lot numbers were provided and a lot history review will be performed. For the 27 reported malfunctions, 27 devices were returned for evaluation. Foreign material was confirmed in 13 of the devices and foreign material was identified in 14 devices. The definitive root cause for the reported event is unknown. The devices were labeled for single use. H10: d4(lot number: vtds0312, vtdt0406). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 27 malfunctions. The information reviewed indicated that model ecp0112g allegedly experienced foreign material present in the device. This information was received from various sources. All of the reported malfunctions did not involve a patient as there was no patient contact. Age, weight, and gender were not reported for any of the patients.